Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the issue via system logs and reproduced the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. When the iesu was tested, the unit displayed c-83 during startup. The probable root cause of the reported issue can be attributed to a fault on a component or module within the iesu.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The generator had m-02 and m-02-3 errors and second bipolar port was not active. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a c-83 error message kept appearing on the erbe generator screen. This erbe unit was a replacement for a previous erbe unit that was faulting as well. Multiple errors were found in the system logs. Procedure was being completed as planned, with no reports of patient injury.